Manufacturer narrative:
No pt injury was reported. A gambro technical services (gts) inspected the machine and found blood pump rotor failed occlusivity test: it did not occlude the tubing causing the pressure to fall and it was replaced.